Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states patient tested 6.7 inr and 6.6 inr on the coaguchek xs system while a (B)(6) lab returned as 4.1 inr. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.